Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was unconscious at time of the inappropriate defibrillation event. There were no reported witnesses to the event. The patient received an inappropriate treatment at 02:07:12 on (B)(6) 2015. Asystole and over-sensing of small artifact contributed to the false detection. A review of the downloaded data confirms the response buttons were not pressed during the entire event.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4)- 09/2014 - reuse.